Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a "high" bg level, cause was unknown. Customer delivered a correction bolus to resolve the issue. Recommendation was made to consult with healthcare provider regarding diabetes management.